Event description:
It was reported that the patient experienced overstimulation in the pain target area which was caused at random times. Reprogramming was attempted without any success. Database analysis of the device revealed no anomalies. The patient underwent a revision procedure in which the ipg and two leads were explanted and replaced. Bipolar cautery was used during the revision procedure. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery. The patient is doing well post operatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408740, model: sc-2408-74, serial: (B)(6), and batch: 7070886. Product family: scs-linear leads-MRI, upn: unk-m-sc-2408-74, model: sc-2408-74, serial: (B)(6), and batch: 7070907. Product family: scs-lead fixation-MRI, upn: m365sc43190, model: sc-4319, serial: n/a, and batch: n/a. The returned ipg and two leads were analyzed, passed all tests performed, and exhibited normal device characteristics. Unable to confirm the as reported observation with testing of the product return. Hence, the probable cause selected for this complaint is no problem detected. No escalation is required at this time. Sc-4319: silicone material from the eyelets of one of the clik anchor was missing. The damage to the eyelets is a result of a typical explant procedure, and it is not considered a failure. Therefore, the probable cause selected is no problem detected.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: (B)(4), model: sc-2408-74, serial: unknown, batch: unknown. Product family: scs-linear leads-MRI, upn: unk-m-sc-2408-74, model: sc-2408-74, serial: unknown, batch: unknown.

Event description:
It was reported that the patient experienced overstimulation in the pain target area which was caused at random times. Reprogramming was attempted without any success. Database analysis of the device revealed no anomalies. The patient underwent a revision procedure in which the ipg and two leads were explanted and replaced. Bipolar cautery was used during the revision procedure. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery. The patient is doing well post operatively.